Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/14/2025, it was reported by a sales representative via (B)(4) that an ar-13996 scorpion is not closing all the way. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-13996 batch 15278880 was received for evaluation. Visual inspection revealed that the jaw did not close completely when the finger was pressed. Functional tests using a needle and a suture noted that the jaw did not close completely when the finger was pressed, so the needle did not pass the suture. The reported failure was most likely due to end-user-induced damage to the instrument.